Event description:
It was reported that during a meniscus repair surgery, after t1 implantation, the t2 of the ultra fast fix was unable to reach the t1's position, so t2 could not be deployed and the implantation failed. T 1 was successfully removed using suction. The procedure was successfully completed with a surgical delay of 40 minutes using a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
The reported device was received for evaluation. A visual inspection revealed the device was returned in original packaging with the batch number of the complaint on the label. The t1, t2, and suture were not returned. The needle assembly is bent. The variable depth straw has been trimmed. Bio debris is present. A functional evaluation could not be performed because both implants have already been deployed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include failure to fully actuate the device during implantation. No containment or corrective actions are recommended at this time.